Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Rep called while meeting with patient (pt) who reported that since september the pt has noticed intermittent heating at the ins site that does not seem to be associated with any position, ins charge level, or activity. Pt reported that it is intermittent, has happened when the ins is at a variety of charge levels, and is not during recharge sessions. Rep did an impedance check and noted that all values on the 1st lead contacts 0-7 were in the 300s. With ref electrode 0 all values between 370-390. With reference electrode 2, contact 3 is at 310, and contact 4 is at 360. Ref. Electrode 4: 3 is 360, 5 is 380. Ref. Electrode 5: 4 is 380, 6 is 350. Ref electrode 7: 6 is 360. The other lead with reference electrode 0 shows values from 670 (#10) - 1110. Rep reported that pt's current programming is a positive on contact 2, negative on contact 3, and positive on contact 4, but they were able to reprogram during the call and get good coverage without using contacts 2-4. Rep reported that one lead is for thoracic pai n/coverage, and the other is for cervical pain/coverage, so pt cant get good coverage using just the 2nd lead. Pt denies any falls or changes to their ins pocket from before september to now. Technical services (tss) reviewed impedance values and suggested working with hcp in the future for potential imaging at lead-extension and extension to ins sites. Pt also stated that they will keep a diary over the next few weeks of the dates/times, their current activity, and the ins charge level should the heating at ins site continue to happen even with new programming. Rep reported they will call back if further troubleshooting is needed at their next meeting with the pt. On (B)(6) 2023 the rep reported that with the impedance levels in the 300's that there may be a short and to avoid those electrodes. The cause of the heating at the ins site was not determined. Actions taken to resolve the issue were reprogramming the patient, and patient has not reported the device getting warm since reprogram, and is considered resolved. Weight was unknown.